Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used in the esophagus, during an esophageal varices banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the first band failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that all bands remained on the ligator head; however, the first 5 blue bands were rolled out of position and bands two and three presented with small tears. Additionally, the ligator teeth were badly damaged and the tripwire was kinked in multiple places along its length. Further analysis revealed that the tripwire was loosely wrapped around the handle assembly post and the wire was caught under the spool. However, no evidence of the tripwire being cinched in the handle assembly slot was identified. The suture, which was found to be intact, was attached to the tripwire loop. Functionally, the handle spool was able to be rotated and clicked appropriately with every 180 degrees of rotation. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue.. The evaluation revealed that the first five bands on the ligator head were rolled out of position and the ligator head teeth were damaged. Additionally, the tripwire was found to be unsecured from the handle assembly slot and there was no visible evidence to suggest that this step had ever been performed. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section 'to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.' The dfu then instructs the user to 'secure trip wire in slot on handle unit.' The failure to cinch the tripwire could ultimately impact the deployment activity of the bands, which would create slack in the wire, and negatively impact the band deployment activities. The bands failure to deploy was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used in the esophagus, during an esophageal varices banding procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the first band failed to deploy. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.